Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was not able to cool. The mixing pump was serviced. It was noted during decontamination that the device was receiving alerts for low flow. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was repotted that the arctic sun device was failing calibration for an error 80. They check of the diagnostics showed a failure of the mixing pump. They stated they would like to send the device in for the 2000 hour service no loaner is needed. As per investigator notification received on 25jul2023, it was reported that during decontamination that the artic sun device was receiving alerts for low flow . The double bend tube and the chiller evaporator outlet tube was expanded . The tank seals were lifted and cracked on the seals. The chiller molded tube was cut shorter than specifications and also the flowmeter was replaced due to ctu flow readings on the low end of tolerance.

Event description:
It was repotted that the arctic sun device was failing calibration for an error 80. They check of the diagnostics showed a failure of the mixing pump. They stated they would like to send the device in for the 2000 hour service no loaner is needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.